Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and afterwards began to advanced the iab through the sheath. The iab became stuck in the sheath; the tip of the iab was able to be seen at the opening of the sheath. The md tried to remove the iab back out of the sheath, however, due to resistance the md removed the sheath with the iab as one unit. The md inserted another iab without incident.

Manufacturer narrative:
Sample will not be returned for eval.